Event description:
As reported by the user facility: product: 8713050u. Serial # (B)(4). Problem: pump over infusion. Pump was set to run 1 liter bag at 100ml/hr. Nurse checked in with the pt 1 hour and 45 minutes after infusion had begun and the bag was found empty. Pump alarm did not go off. Type of medication therapy was reported as unk. Pt was on medical/surgical unit. Pump was returned to the biomedical department without the IV administration set. Tubing was not saved for inspection with the pump. Unk data as to when pump was last serviced prior to incident. Products effected: x 1 infusomat space pump. Date of incident: (B)(6) 2012. No injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported event was returned for evaluation. A review of the pumps log revealed the pump was in use for most of the day on (B)(6) 2011. The last recorded infusion was on (B)(6) 2011 at 18:47:59. The infusion ran at a rate of 100ml/hr for approximate 8 minutes and was manually stopped at 18:55:56, with a totaled volume infused of 13.25ml or 100.0% of the expected volume. Prior to the last infusion, there were two other infusions on (B)(6) 2011. The first infusion was programmed and started at 16:08/29 with the same rate of 100ml/hr. The infusion ran until 16:20:37 and was then manually stopped with a totaled volume infused of 20.2ml or 101.0% of the expected volume. The second infusion was started at 16:21:15 with a rate of 100ml/hr. The infusion ran for 1 hour and 59 minutes and was manually stopped at 18:20:51 with a totaled volume infused of 199.3ml or 99.9% of the expected volume. All infusions from (B)(6) 2011, were within the 100 +/- 5% specification. Per the log, the pump performed as programmed. The volumetric accuracy was tested in triplicate at a rate of 100ml/hr and a volume to infuse of 175ml, which is consistent with the rate of the date of the reported event. The test results were all within specification of 175.9ml, 176.4ml and 176.2ml. There was also no free-flow with the pump door opened or closed. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer.